Manufacturer narrative:
The clinician has assessed the patient¿s postoperative course as being ¿definitely¿ related to the study device, however, based on the information provided, no conclusion can be made. Seroma and wound dehiscence are a known inherent risks of abdominal surgery and are listed in the adverse reaction section of the instructions-for-use (IFU) supplied with the device as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in may, 2020. Should additional information be provided a supplemental MDR will be submitted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced seroma and small skin dehiscence post-implant of phasix mesh. (B)(6) 2021 - the subject patient underwent an open exploratory laparotomy with a bowel resection, lysis of adhesions and ostomy revision. A bard/davol phasix mesh was trimmed and placed in onlay fashion. Mechanical fixation (non-bard/davol) was used to secure the mesh. The mesh was trimmed and adequate overlap of the defect was achieved. Fascial closure was achieved with non-bard/davol suture, in a running stitch technique. It was reported that prophylactic antibiotic (cefotetan) was administered to the patient peri-operatively. (B)(6) 2021 - the patient was discharged home. (B)(6) 2021 - the subject patient was diagnosed with an approximately 2cm seroma causing small skin dehiscence. As reported, the patient has been instructed to return to clinic in 2 weeks and to pack the wound twice a day with dry gauze, and switch to saline gauze once drainage decreases. The patient had also been instructed to switch to aquacel rope in a week. No additional surgical intervention has been provided at this time. As reported, the reported adverse event has been assessed per clinician as definitely related to the study device and definitely related to the procedure. The outcome of the adverse event is recovering/resolving and the severity is reported to be moderate.